Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On same day as onset, the patient began treatment for the peritonitis with injection vancomycin (intravenous [IV], 1 gram, once a day [stat dose]) and injection tazopip (IV, 4.5 gram, twice a day). At the time of this report, the treatments with vancomycin and tazopip were ongoing. The outcome from the peritonitis and whether the patient was hospitalized for the event were unknown. No additional information is available.